Event description:
Swelling so bad it put her in crutches [swelling.] Allergic reaction [allergic reaction]. Case narrative: initial information received on 15-may-2018 regarding an unsolicited valid serious case received from united states via patient this case involves female adult patient who experienced swelling so bad it put her in crutches and allergic reaction, while he/she was treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) dosage unknown intra-articular (with an unknown batch number). The patient developed a serious swelling so bad it put her in crutches (swelling) after unknown latency following the first dose intake of synvisc. This event was leading to disability. The patient also developed a non-serious allergic reaction (hypersensitivity) after unknown latency following the first dose intake of synvisc. Final diagnosis was allergic reaction and swelling so bad it put her in crutches. Action taken: unknown a product technical complaint was initiated on 30-may-2018 for synvisc-one. Batch number: unknown. (B)(4). The reporter stated that the device synvisc-one resulted in allergic reaction and swelling so bad it put her in crutches. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Corrective: crutches for swelling so bad it put her in crutches; not reported for 'allergic reaction outcome: unknown for both events. Additional information received on 30-may-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.